Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer stated they were able to clear the alarm and able to rewind the insulin pump. Customer stated insulin pump performed displacement test and the test was passed. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Sv 2.5b insulin pump unable to download to thds due to a47 alarms found were noted on the pump alarm history screen. Unable to download history/trace files due to the a47 alarms. A47 alarms are due to the pump not having power for a long period of time. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.